Event description:
It was reported that during an implant, the analyzer showed only noise and did not give a signal that was able to be determined by the analyzer as a reliable r-wave measurement. The programmer/analyzer were replaced to complete the case and were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, able to access analyzer functions without an issue. The programmer and analyzer tested in specification at a virtual interactive patient testing station.